Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported by the customer that the reservoir leaked insulin past both o-rings. The customer stated that he does not pull out the o-rings from the reservoir. The customer also stated that when the plunger is hard to remove, he will grip the reservoir where the o-rings are at and unscrew the plunger. It was explained to the customer the proper way to loosen plunger prior to filling. Nothing further was reported.